Manufacturer narrative:
The particles and disposable pack have been requested for evaluation. The device history was reviewed and found to meet manufacturing specification. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a white plastic particle in the patients eye while performing surgery. It was partially suctioned to the phaco tip and then extracted using forceps. The surgery was completed with no impact to the patient.

Manufacturer narrative:
One plastic bag was returned, containing a gallipot and a particle. The original packaging was not received. The part number and lot number cannot be verified or determined. Visual inspection found a white-ish colored particle that is approximately 2,593 microns long by 1188 microns wide. The particle was hard to the touch. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). The returned particle was identified by eds analysis as consisting primarily of chlorine and sodium. Lesser concentrations of calcium, phosphorus, carbon, potassium, and oxygen were also detected. This is consistent with salt with a lesser concentration of mineral deposits. A review of the materials used in bl5115-4 does not show this material as used in any of the components. The source of the returned particles could not be determined.